Manufacturer narrative:
The technician found contamination on the hydraulic CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section of the bed will not stay up.